Manufacturer narrative:
The pump has been returned to animas and evaluated on 01/17/2017 with the following findings. The battery cap threads were found to be damaged. The battery cap was stuck to the pump.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the battery cap was stuck to the pump. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment. There was no indication that the product caused or contributed to an adverse event.